Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued on sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Since the device involved in this complaint remained implanted, the cause of the reported event could not be determined conclusively. The added inspection step became effective with sterilization lot 2317; the device involved in this complaint (B)(4) was manufactured before the implantation of this add'l inspection step (lot# 2262). It should be noted that this case has been recorded in our complaint database for trend purposes. The occurrence of connection difficulties at implant will be monitored and add'l corrective actions evaluated and implemented, if deemed necessary. The analysis revealed that the user performed threshold tests during the automatic implantation detection phase, i.e. Before aida is programmed (with smartview (B)(4)); when the user tried to store the threshold values, an error occurred (because aida was not programmed - its programming is postponed after 20 minutes), resulting in forcing the pacemaker to switch to standby mode. After the step, all telemetry processes failed because the device was in standby mode (according to the specs , the only available telemetry process available in standby mode is the re-initialization command). The management of telemetry processes has been modified during the automatic implantation detection phase with smartview 2.10 and the programming of aida is forced if the user wants to program during the 20 minutes phase. However, if the device is not re-interrogated at that time, an error can still occur. This will be corrected in smartview (B)(4) version. (B)(4).

Event description:
Connection issues during the implantation procedure at ventricular level: there was no click sound when the ventricular setscrew was tightened. In addition, it was impossible to unscrew that setscrew after the initial tightening. No issue was met at atrial level. After the implant procedure, a follow up was performed with the programmer: during threshold testing, the device switched to standby mode; it was re-initialized. When the physician tried to access to memory data, the device was found again in standby mode. The programmer was switched off; after new re-interrogation, no unexpected behavior was observed. The device was kept implanted.